Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se after an unspecified procedure. Reportedly, "the device did not work". The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for device operates differently than expected reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.